Event description:
Event description guidant received information that this coronary sinus implantable lead exhibited impedance measurements greater than 2000 ohms and failed to capture at max outputs. At the time of extraction the insulation was worn away at two locations. The lead was explanted, replaced and returned to guidant for analysis..